Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 28-mar-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: two lenses were received in the same plastic bag. Since it could not be determined which lens belonged to which product investigation, both lenses were added into each investigation. Lens 1 was received cut in half and coated in viscoelastic residue. The lens was cleaned, and damage was observed on the surface of the lens. Lens 2 was received cut in half and coated in viscoelastic residue. The lens was cleaned, and damage was observed on the surface of the lens. The complaint issue of lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The intraocular lens was inserted and removed during the same procedure. Section d6b - explant date: not applicable. The intraocular lens was inserted and removed during the same procedure section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that two intraocular lenses had to be explanted from one patient on the same day due to a central defect on the lens. The lenses were cut-up during the removal process and kept for return. No further details provided. A separate report will be submitted for the other intraocular lens reported (iol) reported.